Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the vessel during a laparoscopic right pulmonary wedge, the jaws of the first device were locked. While on the second device, the clips did not fire. Another device was used, but the jaws jammed. There was no patient injury.